Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to inability to inflate the implant. During the procedure, it was determined that there was a hole in one of the cylinders. The existing device was explanted and replaced with a new ipp. No patient complications were reported.